Event description:
Doctor reported that internal prosthetic connection is damaged. The doctor also reported edema and poor bone quality. Patient has been rescheduled for new implant placement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date not available. One implant was returned for investigation. Visual evaluation of the as returned product identified damage to the drive feature. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing was not performed due to the nature of the device and event.pre-existing condition noted on the per was high bone density (type I). The reported device was at tooth location 26 (universal) but was placed and removed the same day. The customer did not provide x-rays or images. Document reviewed: biomet 3i dental implant IFU (p-iis086gi) rev j - 2022/08. Information identified: warnings precautions potential adverse events. Per the applicable IFU, it is stated that improper techniques can cause bone loss, patient injury, pain, and implant failure. DHR review was completed for the subject lot number 2021051048. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: damaged drive feature. November post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.